Event description:
It was reported that during implant the pulse generator setscrew could not be tightened. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.